Event description:
It was reported that during testing conducted at the manufacturer facility before the case that the device would oscillate on the wrong mode. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.